Event description:
It was reported by the rn who called the clinical support specialist (css) about experiencing persistent helium loss 3 alarms on the intra-aortic balloon pump (iabp) during use on a patient. It was noted that the pump would alarm as soon as they restart the machine. The staff confirmed that there was no blood in the driveline. Css recommended removal of the intra-aortic balloon (iab). There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who called the clinical support specialist (css) about experiencing persistent helium loss 3 alarms on the intra-aortic balloon pump (iabp) during use on a patient. It was noted that the pump would alarm as soon as they restart the machine. The staff confirmed that there was no blood in the driveline. Css recommended removal of the intra-aortic balloon (iab). There was no report of patient complications, serious injury or death.